Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects stroke and visual disturbances are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one day post rx acculink stenting procedure in the right internal carotid artery, the patient experienced left sided ataxia and some loss of vision on the left eye. An MRI was performed and revealed a stroke. Treatment included continuation of plavix and physical therapy. The patient's symptoms resolved three days post procedure and the patient was discharged home. Though requested, there was no further additional information provided.